Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to identify the reported broken fiber optic connector issue and replaced the fiber optic connector. The fse noted nothing unusual in the iabp log files then performed all calibration, functional and safety checks to meet factory specifications. The iabp unit passed all calibration, functional and safety test per factory specifications and was then released to the customer and cleared for clinical service. (B)(6). (B)(6).

Event description:
It was reported that during use on a patient, the fiber optic connector of the cardiosave intra-aortic balloon pump (iabp) was broken. It was later reported that the catheter fiber optic connector was inserted upside into the iabp console fiber optic connector, which caused the breakage on the connector. There was no patient harm, serious injury or adverse event reported.

Event description:
It was reported that during use on a patient, the fiber optic connector of the cardiosave intra-aortic balloon pump (iabp) was broken. It was later reported that the catheter fiber optic connector was inserted upside into the iabp console fiber optic connector, which caused the breakage on the connector. There was no patient harm, serious injury or adverse event reported.